Event description:
It was reported to philips that the device ac indicator is not showing. There was no patient involvement. The customer requested assistance from a remote philips service engineer (rse). Per the customer, the ac indicator was not showing. Due to the noted issue, the customer ordered a front case to return the device to working condition. Based on the investigation, it was determined this was a malfunction of the front case. A replacement front case was ordered for the customer to resolve the noted issue. The device remains at the customer site. No further investigation or action is warranted.